Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to get medication out and had issue with this machine. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer tested the drawer using the hardware test application and found that mini drawers 1-15 through 1-18 were configured as 12-pocket drawers but were actually 2-pocket drawers. The customer was asked to unload the medications so the drawers could be reconfigured. The configuration was corrected, and all drawers were confirmed to be working properly. The system functioned as intended after the field service engineer investigated the device.